Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm. The patient confirmed connectors were tight, and there was no air visualized within the tubing. Per reporter, the settings were reviewed; the reservoir volume was 92.0 at 2ml/hour, total given was 84.7ml since (B)(6) 2024 at 13:12. The reservoir volume appeared to be reset (actual time remaining 7.3ml calculated by settings.) The device was powered off, tubing clamped and whole device tapped on firm surface. The reported noted that they were unable to remove the cassette as latch was locked in place by facility. The tubing was unclamped, pump powered on and alarm returned upon start up. The device was powered off, tubing clamped, and patient was advised to contact the clinic to report event and obtain further instructions. The event occurred at the patient's home and was operated on by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.